Manufacturer narrative:
H3) the software team reviewed the logs and archives. Logs recorded two sessions on the issue reported date. Among two sessions, one session captured that the site took 1 imaging system spin with auto registration. Whereas in the 2nd session site took two imaging system spins with auto registration. The archives had 1 imaging system scan with 192 slices each. The archive also captured two more imaging system scans with 192 slices each. The second session logs captured 3000+ "infrared interference error" warnings, this might be due to ir interference. The probable causes of ir interference could be line of sight obstructions, dirtied or damaged spheres, ir light reflections (emitted by external sources like any other navigation system if available in the same operating room or intensified light coming from overhead lights), thermal interference (any heat sources in the or or sometimes patient¿s body heat or ir reflective clothing used by anyone in ir). As per the probable cause details provided in case, suspecting the user error or frame movement might have caused the reported in-accuracy. However, there was insufficient information to determine root cause of reported behavior. The software logs were not helpful in diagnosing auto-registration accuracy issues. Frame movement after registration is a common cause of accuracy issues but cannot be detected in logfiles or archives. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, software version: 2.1.0 work order completed: h6) a manufacturer representative went to the site to test the navigation system. It was reported that there was no fault found. Codes b01, c19 and d14 are applicable to this evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a spine case the day before, the site noted that navigation was inaccurate. When the camera was oriented one way, the navigation seemed inaccurate, but when it was oriented another way the navigation was more accurate. The manufacturer representative (rep) believed that the issue was due to line of site interference. The issue caused less than an hour delay to the procedure. There was no impact to patient's outcome.